Manufacturer narrative:
(B)(4). The customer reported that the device would not recognize that the therapy cable was connected and they could not defibrillate. The involved patient died; however, there is no report that device behavior impacted patient outcome. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more information about this event.

Event description:
The customer reported that the device would not recognize that the therapy cable was connected and they could not defibrillate.